Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing were noted. No moisture damage was found on the electronics, motor, battery tube or vibrator. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 5.4 mmol/l. Customer stated they have not exposed the insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.